Manufacturer narrative:
(B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse evaluated the instrument; identified micro bubbles on the syringe. Fse replaced the buffer valves and also replaced missing seal nipple. Fse removed and cleaned reference housing on ise cell one. Fse also cleaned mixer motors and initiated a diagnostic test; no further issues were identified. All verification testing passed within instrument specifications. In conclusion, the reported event was likely caused by hardware malfunction. The problem was confirmed. Beckman coulter has not implemented any initial corrective actions/preventive actions.

Event description:
The following event was reported: customer had quality check and calibration issues on ion-selective electrode (ise) cell 1. There was no report of death or serious injury.